Manufacturer narrative:
Investigation summary: one sample was received and tested by our quality team. The set was separated upon receipt and the customer's complaint was verified. The set was separated below the blue clip and after analyzing the end of tubing with a microscope, there appeared to be a lack of solvent (or glue) applied during assembly. The manufacturer was made aware of this occurrence. A device history record review for model 2420-0500 lot number 22063160 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke from the pump. The following information was provided by the initial reporter: "when placing the tubing into the pump, the tubing completely breaks apart at the pump channel clip."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing broke from the pump. The following information was provided by the initial reporter: "when placing the tubing into the pump, the tubing completely breaks apart at the pump channel clip".